Event description:
It was reported that telemetry confirmed a critical alarm was occurring. The alarm was due to motor stall. The stall was constant. Per the reporter the stall occurred on 4/24/14 with no recovery. There was no MRI. The patient was fine, no withdrawal symptoms. The reporter wanted to permanently disable the pump and was provided with the pump off password. The pump was used to deliver fentanyl, clonidine and bupivacaine. Additional information later reported no cause of the stall determined. No troubleshooting was done. The patient¿s hcp wanted the patient¿s pump to be stopped. The pump was emptied and turned off. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l54771, implanted: 1998-(B)(6), product type catheter. (B)(4).